Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a follow-up on (B)(6) 2015, there was a sensing failure in each channel and there was a pacing failure in the ventricular channel. There was an impedance measurement of 2400 ohms and a v threshold of 3.2 v. Reprogramming of the threshold did not improve pacing or sensing characteristics. A re-intervention was performed and there were normal lead measurements (impedance 620 ohms and v threshold 0.6v) with a psa. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during a follow-up on (B)(6) 2015, there was a sensing failure in each channel and there was a pacing failure in the ventricular channel. There was an impedance measurement of 2400 ohms and a v threshold of 3.2 v. Reprogramming of the threshold did not improve pacing or sensing characteristics. A re-intervention was performed and there were normal lead measurements (impedance 620 ohms and v threshold 0.6v) with a psa. Another pacemaker was subsequently implanted.